Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed flowmeter. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device alerting low flow continually with water flowing through the pad but flow rate displaying 0.0l. The device was operating with water running through but the screen showing 0 flow and device stopped. The machine was blinking and operating despite the screen showing stopped. Per sample evaluation results received on 02aug2024, it was reported that device failed est due to high resistance. Per sample evaluation results received on 05aug2024, it was reported that mixing pump less efficiency during cooling process. Per follow up information received via email on 09aug2024, issue was resolved. General maintenance performed. Circulation pump replaced. Mixing pump replaced. Power cord replaced. Sensor calibration performed. Est test performed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device alerting low flow continually with water flowing through the pad but flow rate displaying 0.0l. The device was operating with water running through but the screen showing 0 flow and device stopped . The machine was blinking and operating despite the screen showing stopped .